Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and the balloon. There were numerous kinks throughout the hypotube and shaft of the device. The tip was damaged. Microscopic examination revealed the balloon was loosely folded with a pinhole in the balloon 7mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg vein. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications and injury were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left lower leg vein. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications and injury were reported.